Manufacturer narrative:
Concomitant medical products: ddpb3d4 ICD, implanted: on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that postoperatively it was noted on a chest x-ray that the right atrial (ra) lead dislodged. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.